Event description:
Reporter alleges pt received breast implants on 8/31/70. Reporter also alleges pt experienced problems beginning in 1973, including loss of sensitivity of nipples, hardness of breasts, intermittent pain over many years, anxiety and discomfort sleeping. Pt had removal of her implants on 10/8/93. Physician states the prosthesis were removed because of redness in the left breast, shown to have invasive carcinoma of the left breast which led to her death.